Manufacturer narrative:
H6. Investigation summary: this statement is to summarize the investigation results regarding a complaint that involved bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 2348238. It was reported by the customer that they received a positive flu a while reading visually, but after inserting into the analyzer, received a negative result. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Based on the provided information, it was understood that the customer received a valid negative result with analyzer, and they tried to interpret the results visually and considered as positive. This product is not designed to interpret the results visually and the results should only be read through the analyzer. If the customer wants to confirm the result, they need to perform retest with a new cartridge or consider other methods such as pcr to determine whether the sample is positive or negative. Batch history record (bhr) review and retain sample testing were performed on the batch number provided, results were acceptable, and no relevant issues were found. No photos or samples were returned; therefore, return sample analysis could not be performed. This complaint was unable to be confirmed. Currently no adverse trend for discrepant results was identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that while using the bd veritor ¿ sars-cov-2 & flu a+b there was a false positive result. This event occurred one time. There was no patient impact reported. The following information was provided by the initial reporter: "customer is reporting that they received a positive flu a while reading visually, but after inserting into the analyzer, received a negative result."

Manufacturer narrative:
G.5.(B)(4). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd veritor ¿ sars-cov-2 & flu a+b there was a false positive result. This event occurred one time. There was no patient impact reported. The following information was provided by the initial reporter: "customer is reporting that they received a positive flu a while reading visually, but after inserting into the analyzer, received a negative result."